Event description:
It was reported that the patient has a mrs distal femur as a limb salvage procedure for cancer. The proximal femoral bone fractured and cables were used to cerclage the fracture. The implant is intact. Revision surgery is planned in (b(6).

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrs distal femur. Additional information has been requested and if received, will be provided in the supplemental report.